Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the alarm goes off when turned on no blue flashing lights.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb was defective causing the alarm to go off when the unit was turned on, which confirmed the original complaint issue.

Event description:
Customer alleged the alarm goes off when turned on no blue flashing lights.